Event description:
During a pta/stenting procedure of the left popliteal artery, the catheter transsected. Using a right femoral approach, diagnostic angiography was performed demonstrating a 3-4 cm complete occlusion in the left proximal popliteal artery-adductor canal region with poor distal delineation. Pta of the lesion was successfully performed, however, residual pathology was present and therefore stenting the area was considered. A monorail wallstent was passed over an .014 wire. Difficulties were encountered upon trying to pass the stent across the bifurcation. Passage of the wire was not followed with fluoroscopy. It became apparent that the wire was pulling out, thus advancing the monorail wallstent was problematic. No guide sheath was used. The stent was pulled back and met with some resistance. Eventually the catheter came back and upon removal of the system from the sheath it became apparent that the catheter had transsected and the distal segment and stent remained in the body. Fluoroscopy demonstrated that the stent was in the area of the common femoral artery and still in the wire. Several attempts using various techniques to retrieve the stent were unsuccessful. Eventually an 8 fr arrow catheter was placed and utilizing a lunderquist wire, the physician could place the catheter almost to the common femoral. A goose neck snare was introduced and placed around the stent. The stent was pulled into the arrow sheath and the entire system was successfully retrieved from the body. There were ongoing technical problems trying to get catheters into that area. Contrast injection showed that the area of dilatation had remained patent, therefore the procedure was terminated at this time. Evidence of a moderate hematoma in the right groin was present, but it was stable and the right foot was perfused. Patient status is reported as 'ok' following the procedure.